Event description:
It was reported that during a laparoscopic liver resection procedure, during use the device became difficult to fire. It then stopped working. It seems it wasn¿t able to close properly any more. Another like device was used to complete the procedure. Surgery was prolonged two minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and slightly lifted. The jaws were found attached to the instrument. In addition no pieces were found missing under microscope inspection. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all testing was performed with the generator. It is possible that when the blade got damaged the generator gave an alert screen. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle the jaw open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.